Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 22jul2019. The product support refer customer to page 10, section #4 of 1125456b; product support advised customer to verify 'the logon user who set up the service to request auto start did not have sufficient permissions on the pc to authorize an auto start process.' Advised customer auto start permission would have to be granted before proceeding. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported issue with respi-link. There was no patient involvement.